Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due high pacing impedance greater than 2,000 ohms. The patient's physician is aware of the situation and the patient was brought in for a follow up that same day. During device interrogation noise was seen on the rv channel and pace/sense impedance values remained greater than 2,000 ohms. During threshold testing, the noise disappeared and pace impedances and electrical measurements were confirmed to be stable and aligned with time of implant values. The noise was unable to be reproduced with isometric testing and a mechanical lead or header connection was suspected by the physician. Boston scientific technical services (ts) assistance was requested and a save to disk was sent in for review. The patient remains in the hospital as further follow up will be performed in the near future as initial pocket manipulation was not deep enough due to the patient's fresh suture in the pocket area. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The device and lead remain implanted at this time. A boston scientific technical service agent reviewed the save to disk and discussed that it appears t there is a mechanical issue with the lead. No mechanical noise signal or artifact are evident on the actual stored electrogram (egm). The noise is present on the rv channel rate sense channel, most likely related an external electromagnetic interference (emi) noise with a similar pattern. It was observed that the rv noise was not oversensed by the device. Boston scientific technical services (ts) suggested the physician perform an egm recording with arm movement or pocket manipulation for further verification; in addition to the lead integrity to confirm pacing capture and to verify that the device is working as designed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.